Manufacturer narrative:
(B)(4). Batch # p56645. Product code: tcr75. Concomitant products: device: tlc75. The analysis results found that the tcr75 cartridge was received with no apparent damage and with no instrument. The reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. What specific anastomosis was the device used for? Side by side. Was the device used to create the common opening and close the anastomosis or were other stapling devices or suturing techniques utilized? What color cartridge was used? Unknown. Were there any staple formation issues in the primary or secondary procedure? Unknown. Was the bleeding intraluminal or intraabdominal? Unknown. What is the current patient status? Patient has revision surgery. Is the surgeon interested in speaking with ethicon medical and engineering personnel? Possibly. A rapid response team call was offered by post market surveillance. Additional information received from the affiliate: there is no interest to speak to our medical and engineering at the moment.

Event description:
It was reported that post-operative a closure of ileostomy procedure, heavy post-operative bleeding was reported having performed a side by side anastomoses with the device. One-2 day secondary hemorrhage following the anastomosis surgery. The patient was returned to the theatre for revision surgery.